Event description:
It was reported that this lead was an attempted implant due to placement difficulty and pacing impedance measurements high out of range. Subsequently, the procedure was successfully finished with a new lead. This product has not been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections found a bend in the lead body near the tip from the terminal end. This damage could have led to or have been a result of placement difficulty. For the rest measurements, the inspection which showed no conductor issues.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this lead was an attempted implant due to placement difficulty and pacing impedance measurements high out of range. Subsequently, the procedure was successfully finished with a new lead. This product has not been returned for analysis. No adverse patient effects were reported.